Manufacturer narrative:
The used device was sent back to the manufacturing location, vygon (B)(4), on 5/13/2010, and the investigation is currently pending. A follow-up MDR will be provided as soon as the report is issued by the quality assurance department at vygon (B)(4). Results are expected the week of june 14, 2010.

Event description:
The peripherally inserted central venous catheter (PICC) was in the patient for 10 days being infused with tpn/il using a pump and <10ml syringe. After 10-days, the catheter was found at the bedside by the rn fractured. Breakage occurred at the catheter's hub (outside of the patient). Small amount of blood was backing up in line only (< 1ml). The catheter was clamped, then removed. Peripheral ivs were placed. There was no harm to the patient.